Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed a single occurrence of system fault sf101 error message. Based on all evidence and previous investigations of similar complaints, the investigation determined that the device fault was most likely due to a software issue. The device software was upgraded to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf101 and sf208) indicating an incorrect outlet pressure measurement and overpressure respectively. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported system faults could not be reproduced during in-house testing and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf101 and sf208) indicating an incorrect outlet pressure measurement and overpressure respectively. There was no patient injury reported as a result of this incident.